Event description:
The customer reported a failure to power up. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips fse and the symptom was intermittently verified. The issue was localized to the energy select switch. The energy select switch was replaced to resolve the issue.